Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was tightly wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. Inner lumen damage was noted on the shaft polymer extrusion of this device. The inner lumen was found to be bunched at various locations along its length. A visual examination of the device identified a kink in the hypotube. The kink was located at 10.5cm distal from the strain relief. A guidewire was unable to be loaded due to the damage to the inner lumen of the shaft polymer extrusion. A visual and microscopic examination found no issue with the marker bands. A visual examination of the tip identified no damages.

Event description:
It was reported that the device was stuck on the wire. The 75% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, an attempt was made to remove the device due to lesion difficulty. However, it was noted that the balloon device became stuck on another manufactures guidewire. Usage was discontinued as the lumen of the device was not normal. The balloon device was removed together with the wire. The procedure was competed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that the device was stuck on the wire. The 75% stenosed target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, an attempt was made to remove the device due to lesion difficulty. However, it was noted that the balloon device became stuck on another manufactures guidewire. Usage was discontinued as the lumen of the device was not normal. The balloon device was removed together with the wire. The procedure was competed with a different device. There were no patient complications reported.